Event description:
Initially, one event was previously reported by the patients' attorney. However, review of the medical records showed there to be an additional implant and postoperative event. On (B)(6) 2012 - patient admitted for abdominal pain. She was observed and treated non-surgically with ngt, and IV fluids for small bowel obstruction. On (B)(6) 2012 - (B)(6) 2012 - ER visits, abdominal pain, nausea, and vomiting. Imaging revealed hernia and bowel obstruction. Symptoms treated surgery planned. On (B)(6) 2012 - patient underwent hernia repair and was implanted with an unknown kugel mesh. During her hospital stay, the patient developed an infection "likely (B)(6)" and was discharged on antibiotics. On (B)(6) 2012 - post operative ER visit patient presented with pain at her incision site which was noted to be clean, dry, and intact. On (B)(6) 2012 - post operative ER visit patient presented with pain, hematemesis, and melena. She had been taking nsaids for pain for two days. Work-up revealed gastritis and duodenitis secondary to nsaid use.

Manufacturer narrative:
Initially, one event was previously reported by the patient's attorney. However, review of the medical records showed there to be an additional implant and postoperative event. Based on the information available at this time, no definitive conclusions can be made. The provided medical records indicate that five months post explant of a composix kugel mesh (see MDR 1213643-2013-00027 for information related to the composix kugel mesh) the patient continued to experience bowel obstructions and also developed a recurrent incisional hernia which was repaired with an unidentified kugel patch. Prior to discharge, she developed an infection "likely (B)(6)" and was being treated with antibiotics. Eleven days post implant, the patient presented with pain at her incision site she also reported that she had run out of the post operative pain medication. Two days later she presented with pain, hematemesis, and melena. She reported that she had been taking nsaids for the past two days, her workup revealed gastritis and duodenitis secondary to nsaid use. While it was indicated that the patient was treated for a post operative infection the medical records show that ten days prior to implant the patient tested positive for e coli. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There was no lot number for the kugel patch in the medical records; therefore, a review of the manufacturing records is not possible. Additionally, the medical records indicate that the mesh remains implanted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.